Event description:
The complainant has reported that a male patient, transferred from the bone marrow unit, underwent a transbronchial aspiration biopsy procedure using an excelon tban device. During the procedure, the physician "completed 2 passes with the needle". However, "on the 3rd pass, the needle wouldn't retract" and the "needle broke from the connector, but did not detach from the device". While removed, the needle protruded beyond the protective catheter sheath at the base of the needle. The patient began to bleed, was sent to ICU, and was intubated. The patient was subsequently "cleared of clots a couple days later, during a bronchoscopy" and was transferred back to the bone marrow unit after he was recovered to baseline. According to the physician, because the needle did not retract, 2 'sharp' areas were exposed that caused the bleeding and the "needle was potentially too far out of the scope during procedure which caused it to bend/kink".

Manufacturer narrative:
The complainant has indicated that the device will not be returned to the manufacturer; therefore, we are unable to perform an evaluation to neither identify the failure mode and root cause of the suspect device nor determine the relationship between the reported device failure and the clinical event. Additionally, the customer was unable to report the lot number, thus, a DHR cannot be conducted on the pertinent lot. However, a DHR review was conducted on lots 9303608, 9282266, and 9270616, the last three lots shipped to the customer before the procedure date. The review revealed no anomalies that could be associated with this incident. In addition, a complaint review was conducted on lots 9303608, 9282266, and 9270616. No complaints have been reported from any of the three lots. The 15 month rolling trend chart was reviewed for the pulmonary biopsy needle product family and has revealed neither an unfavorable trend nor volume of complaints exceeding a limit which would necessitate corrective action.